Event description:
It was reported that during follow up, post paced t wave oversensing was noted. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.